Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. The sample blade was attached to a known good MRI laryngoscope handle. Once the blade was engaged the light came on and stayed on without interruption. The blade did not display any flickering. The light was very constant. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the light is not bright enough and the light source on the blade is loose.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the light is not bright enough and the light source on the blade is loose.